Event description:
It was reported that while testing an external pulse generator (epg) the output measured low and the pulse width measured high. Another epg was tested with it and received the same result. Technical services suggested using a "defib tester" to verify the output and pulse width. Caller was to try this. The status of the epg is unknown. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.